Event description:
It was report that the patient ipg implant site was not healing. As a result, surgical intervention was undertaken wherein the entire system was explanted that to address the issue. During the explant one of the leads broke and thus the fragments of the lead left implanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.